Event description:
N/a

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: d10.

Event description:
N/a.

Manufacturer narrative:
A getinge representative informed that the device is out of service until it is repaired and no further update was received. This complaint will be closed and a supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had blood entered the system, visually it can be seen that the blood purges into the solenoids. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.